Event description:
It was reported that the handheld is not being returned at this time due to the previously reported issue as the physician has requested to keep the device. The handheld connections are rusted though.

Event description:
It was reported that the physician's handheld had rush deposits on the bottom of the handheld and the connector area has completely rusted out. The physician was provided a new programming tablet. The rusted handheld is expected to be returned for analysis, but has not been received to date.